Event description:
It was reported that during a breast biopsy, the device allegedly failed to obtain sample tissue. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor probe was returned for evaluation. The returned probe was received without the saline cap. No visual anomalies were noted to the returned probe. The returned probe was functionally tested using an in-house saline cap and was able to successfully pass a vacuum differential test and obtain all samples under laboratory conditions. Therefore, the investigation is unconfirmed for the reported sampling issue, as the returned device functioned as intended under laboratory conditions. Based on the provided information and evaluation results of the returned probe, the definitive root cause for the reported sampling issues could not be determined. It is unknown whether procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
This event is being reported as a reportable malfunction for the special cause related to these product catalog/lot number combinations which is the subject of report of corrections and removal letter (806 notification) on may 2, 2019. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2020), (manufacturing date: 01/2019), (B)(4).

Event description:
It was reported that during a breast biopsy, the device allegedly failed to obtain sample tissue. There was no reported patient injury.